Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the patient was having vague symptoms, and there were polarity switches with both right atrial (ra) and right ventricular (rv) leads. The ra lead had exhibited high, undefined impedance measurements and was not sensing or capturing in unipolar or bipolar configurations. In addition, there was noise observed on the right ventricular (rv) lead. Reprogramming was done for rv lead sensitivity, and the ra lead was programmed off. A chest x-ray was planned, however no additional information could be obtained through follow-up. The leads remain in use. No further patient complications have been reported as a result of this event.